Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual examination of the returned product identified portions of 2 of the 12 anti-rotation scallops fractured off (no fragments returned), heavy gouging on 3 additional scallops with partial disconnection, multiple deformations and burr-like material on the outside rim lock feature, and multiple i.d. Gouges; no other damage noted. Measurements were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 010000665, lot# 309688, g7 pps ltd acet shell 56f. G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of a high wall liner into an acetabular cup, the liner would not seat with the cup. The locking mechanism and some tabs were damaged. The reporter noted that no unusual force was applied and there was no obstruction within the cup. Attempts have been made and no further information has been provided.